Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a fracture of this electrode was suspected due to observed noise. The patient was going to have a medical resonance imaging; however, this system would not meet the requirements due to a suspected fracture. System replacement was discussed with a boston scientific technical services consultant. No adverse patient effects were reported.